Event description:
The account states a physician questioned low cbc pt results generated on the cell-dyn 1800. In 06/06, a pt generated the following results;rbc=2.68 m/ul, hgb=7.6 g/dl, hct=22.9%, wbc=2.2 k/ul, plt 110 k/ul. The pt was sent to a reference lab on 06/14/06, and a peripheral smear was performed with the following results; rbc=4.90 m/mm3, hgb=14.0 g/dl, hct=41.2%, wbc=6.1 k/mm3, plt=272 k/mm3. No impact to pt management was reported.

Manufacturer narrative:
A physician questioned lowed cbc results generated on a pt sample. Qc was within specification. A lower limit alert (ll) flag was generated for low wbc results and a limit alert (l) flag for low gran, rbc, hgb, hct and plt results. The cell-dyn 1800 operator's manual states that when a result is flagged with a limit alert, it is recommended that the customer follow their laboratory's review criteria which may include review of a stained smear to verify the result and to check for the presence of any additional abnormality. No smear was reviewed at the time of event, but the pt was sent to a reference laboratory nine days later for a peripheral smear review. Field service was dispatched and the cell-dyn 1800 instrument was visually inspected and a precision test performed using the normal control. Precision was within specification and controls were in range. Field service performed a multi-point inspection and noted that the sample syringe had buildup from a slow leak and the sample syringe was noisy. The sample syringe was replaced and the gear and guide shaft of the syringe pump assembly was lubricated. Field service could not determine why the cbc results were low on the cell-dyn 1800 compared to the reference lab results and suggested it may be due to improper mixing prior to running the sample. A review of complaint report records for the months of april, may, june 2006 did not indicate an adverse trend for cell-dyn 1800, list number 07h77-01 for the complaint issue. Labeling: cell-dyn 1800 system operator's manual, revision c: section 3: principles of operation, system initiated messages and data flags, page 3-25. (L or ll flagging). Section 5: operating instructions, specimen analysis, page 5-56 (guidelines for mixing pt samples). Section 11: quality control; page 11-3 (guidelines for mixing and handling instructions) cell-dyn 16 tri-level controls package insert; mixing and handling instructions. Section 9: service and maintenance; as-quuire maintenance; cleaning/replacing syringes, page 9-69 to 9-71. This is the final report.